Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that charging was not possible on the universal battery charger device and the blue led light was flashing. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the red display light for the first charger bay lit up; then the blue led lit up after 45 minutes which was positioned in the middle of the device. Therefore, the reported condition was confirmed. It was further determined that the charger and refreshing functions failed; and there were no signs or indications that the device was damaged by dropping. The assignable root cause was not determined. In order to determine the root cause, the device was returned to the manufacturing site for further evaluation. The assignable root cause was determined to be due to false production. It was determined that the root cause was out of order components resulting in a non-functioning device. This issue has been escalated to CAPA. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.